Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after implant was completed, the patient went into shock due to decreased blood pressure as a result of cardiac tamponade. It was noted that there was three right ventricular (rv) perforations due to the rv lead passing through lesion sites. The patient underwent a thoracotomy, the bleeding stopped and their blood pressure was restored. The lead is still in use. No further patient complications have been reported as a result of this event.